Event description:
The customer reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter. The pump did not recognize the charging connection even after attempting to charge for 30 minutes, and using different chargers did not resolve the issue. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirmed the shipping address, and instructed the customer on putting the pump into storage mode before returning it. The customer was informed about returning the pump using a prepaid label within 10 days and decided to use mdi as a backup insulin delivery method.